Manufacturer narrative:
Correction to g2. Report source. The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. Damages were observed on the trigger component and excessive lubrication was observed in the internal components. Based on the damages observed on the trigger nub, it is possible that the reported event was caused by rapid actuation of the device. The excessive lubrication observed may increase the probability of the clip not loading into the jaws if the device was rapidly actuated. The instructions for use (IFU) states ¿do not attempt to rapidly fire clips. Completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation which may lead to bleeding and/or leakage.¿ applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Type of procedure: gastrectomy. Event description: "the clip did not come out." Product is available for return. Additional information was received via email on 29dec2025 from [name], regional sales manager. "The issue was initially observed when the first clip or a subsequent clip was loaded. It occurred again, about 3 to 4 times. The applied 5mm trocar was used. The clip properly seated into the jaws. The pressure was not applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was manually removed as a loaed clip, leaving the feeder exposed. The device was not actuated and reset. The trigger could not be actuated as normal. The clip was not loaded into the jaws." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: pppd event description: "the clip did not come out." Product is available for return. Additional information was received via email on 29dec2025 from [name], amk regional sales manager. "The issue was initially observed when the first clip or a subsequent clip was loaded. It occurred again, about 3 to 4 times. The applied 5mm trocar was used. The clip properly seated into the jaws. The pressure was not applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was manually removed as a loaed clip, leaving the feeder exposed. The device was not actuated and reset. The trigger could not be actuated as normal. The clip was not loaded into the jaws." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.